Event description:
The hospital reported issue with vasoview hemopro 2. Vasoview hemopro 2 stopped working, increased the power supply, making the sound but not cutting. The device was swapped.

Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.